Manufacturer narrative:
Insulin pump received with reservoir tube lip completely broken off noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
It was reported by customer via phone that the pump ring has broken in reservoir compartment. The customer's blood glucose value was unknown. The customer stated that half of the ring was broken. The product will return for the analysis.